Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 220 mg/dl and reportedly, a manual insulin injection was administered to address bg. Customer alleged pump was not delivering insulin properly. Customer declined tandem technical support's offer to perform a pump system check. Customer reported to have used fiasp insulin in the cartridge.